Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer were experiencing high blood glucose level. The high blood glucose level of customer was 33.3mmol/l and his current blood glucose level was 6 mmol/l. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of incident. Customer was treated with insulin manual injection for high blood glucose. The retainer ring of the insulin pump was damaged. The reservoir was not able to lock into place. The insulin pump will be returned for analysis.